Event description:
It was reported that after implantation of the mesh, severe pain occurred at the implant site, back, and legs upon waking after the operation. The individual experienced difficulty standing, sitting, and walking, as well as electric shocks in the legs. Persistent inflammation, nerve damage, and major functional disorders were noted. Chronic disabling pain in the pelvis and a burning sensation in the prosthesis area were described, along with adhesions of internal organs causing unbearable pain. Additional symptoms included difficulty speaking and loss of voice after meals, compression of the diaphragm, and tinnitus. The individual reported an inability to work since the operation, inability to walk or sit for more than 10 to 15 minutes without severe pain and electric shocks, inability to shop or make car journeys, and a painful lying position with tightness and muscle spasms that disturbed sleep. Sleep disturbance due to muscle spasms and tightness was also reported. Disability was recognized (rqth recognition since june 2024), and there was a loss of social life and inability to go on family outings. Chronic pain required follow-up at a chronic pain center, and psychological follow-up was also required. The individual expressed a feeling of deception by the surgeon and medical team, and noted that removal of the prosthesis would be difficult and associated with major risks and possible dangerous complications. There was concern about potential future tissue erosion caused by the prosthesis and possible damage to neighboring organs. The individual described a life-altering disability since the implantation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.